Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 26 events were reported for this quarter. Product return status: 2 devices were received. 24 devices were evaluated based on historical data analysis. Additional information: 26 devices were not labeled for single-use. 26 devices were not reprocessed or reused.

Event description:
This report summarizes 26 malfunction events in which the device reportedly overheated. - 12 events had no patient involvement; no patient impact. - 14 events had patient involvement; no patient impact.